Event description:
It was initially reported on that following pump implant patient had good pain control, but approx. Two weeks later patient had a sudden onset of pain and returned to her baseline pain. Drug delivered was morphine 10mg/ml at a daily dose of 1 mg. Programing was verified as correct. Per reporter patient had not taken a fall or had any other physical exertion; patient was wheelchair bound. On 2011-(B)(6), it was stated that patient had a catheter revision.

Event description:
The catheter was placed in the same place where the explanted leads from a spinal cord stimulator were. Within 72 hours the catheter pulled from the spine. The patient underwent a surgical revision and the catheter was placed in a different location.

Manufacturer narrative:
Catheter model: 8598, serial #: (B)(4), implanted on: 2006-(B)(6), explanted on: unk; catheter model: 8596, serial #: (B)(4), implanted on: 2006-(B)(6), explanted on: unk; programmer model: 8832 , serial# (B)(4).